Event description:
It was reported that the insulin pump alarmed button error, possibly during a bolus attempt. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer noted that she usually kept the device in her bra and that she may have leaned against a counter. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.